Event description:
It was reported that an intraocular lens was explanted after the patient was not satisfied with their vision. A monofocal lens was implanted during the same procedure.

Manufacturer narrative:
Corrected data: expiration date: 11/16/2016. If implanted, give date: (B)(6) 2013. Device manufacture date: 11/16/2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available the manufacturer has been submitted.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under (B)(4) microscope magnification. Visual inspection revealed surface residue (fibers/particles) on the lens compatible with handling. No other cosmetic defects were found in the returned sample. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were within specifications and in compliance. The optical inspection from the electronic report showed that the lens was released within specifications for all optical characteristics. No cosmetic defects that could cause visual disturbance were identified in the sample returned. All pertinent information available to the manufacturer has been submitted.